Event description:
The patient reports via MFR survey that their pump had to be "re-attached" 6 months after implant, and then suffered "withdrawal type" symptoms of unknown etiology for three months following that surgery. No specific symptoms were reported. The pump remained implanted for 65 months and was replaced with a new drug delivery pump in 2006. The drug used in the pump was morphine. Additional info has been requested from the hcp, but has not been rec'd as of the date of this report.